Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2007 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on and mesh was implanted due to sui and pop. It was reported that the patient underwent mesh revision on (B)(6) 2012. It was reported that the patient underwent incisional hernia repair - bard composix kugel - hernia patch on (B)(6) 2009, artificial knee surgery in (B)(6) 2010 and leg surgery- metal rod placement in 03/2012. It was reported that following insertion the patient experienced severe urinary problems, bowel problems, urinary and vaginal infections, neuromuscular problems and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.